Event description:
It was reported that a hypothermia patient was rewarming from the previous day on the arctic sun device. The nurse reported that the patient was not warming. The patient temperature was 33.4c, water temperature was 40c and flow rate was 2.7lpm. The weight of the patient noted to be (B)(6) kgs and four large pads were in place. The pad coverage was not good and chest pads were very high and patient had a large, exposed pannus. The rewarm reads from 37c at 0.25c to 37c. Mss checked settings and high-water limit was 42c. There was no continuous renal replacement therapy (crrt). Mss recommended to find a universal pad for the patient abdomen and reposition the chest pads lower. The device had a good flow rate and was made the water very warm, and it was responding appropriately to try to rewarm patient. Also recommended to add warm blankets or a bair hugger to help warm the patient. The issue was patient related and changed setting to rewarm from 33.4c. Also advised to be diligent with skin checks as the water was very warm. The bair hugger worked, and patient was warming then.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a hypothermia patient was rewarming from the previous day on the arctic sun device. The nurse reported that the patient was not warming. The patient temperature was 33.4c, water temperature was 40c and flow rate was 2.7lpm. The weight of the patient noted to be 110kgs and four large pads were in place. The pad coverage was not good and chest pads were very high and patient had a large, exposed pannus. The rewarm reads from 37c at 0.25c to 37c. Mss checked settings and high-water limit was 42c. There was no continuous renal replacement therapy (crrt). Mss recommended to find a universal pad for the patient abdomen and reposition the chest pads lower. The device had a good flow rate and was made the water very warm, and it was responding appropriately to try to rewarm patient. Also recommended to add warm blankets or a bair hugger to help warm the patient. The issue was patient related and changed setting to rewarm from 33.4c. Also advised to be diligent with skin checks as the water was very warm. The bair hugger worked, and patient was warming then.

Manufacturer narrative:
The reported event was confirmed to be use related. No sample was returned for evaluation. The root cause of this failure is "incorrect size selected". The device failed to meet specifications due to the user. The product was used for diagnostic and treatment purposes. The failure was caused by the misuse of the product. The device was not returned for evaluation. A DHR review was not required because the investigation was confirmed to be use related. A labeling could not be reviewed due to product catalog number and lot number is unknown. Correction: h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a hypothermia patient was rewarming from the previous day on the arctic sun device. The nurse reported that the patient was not warming. The patient temperature was 33.4c, water temperature was 40c and flow rate was 2.7lpm. The weight of the patient noted to be 110kgs and four large pads were in place. The pad coverage was not good and chest pads were very high and patient had a large, exposed pannus. The rewarm reads from 37c at 0.25c to 37c. Mss checked settings and high-water limit was 42c. There was no continuous renal replacement therapy (crrt). Mss recommended to find a universal pad for the patient abdomen and reposition the chest pads lower. The device had a good flow rate and was made the water very warm, and it was responding appropriately to try to rewarm patient. Also recommended to add warm blankets or a bair hugger to help warm the patient. The issue was patient related and changed setting to rewarm from 33.4c. Also advised to be diligent with skin checks as the water was very warm. The bair hugger worked, and patient was warming then.